Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the tuohy needle was bent when it was removed following the insertion of an epidural catheter, although no difficulty was experienced during the procedure. This was also observed this morning during the insertion of another epidural in a different patient." Two events were reported. Associated mdrs: 3006425876-2026-00641 and 3006425876-2026-00640. Additional information received on may 21, 2026, indicated that "the tuohy needle was bent when it was removed after the catheter had been inserted, similar to the first incident described. No harm or health consequences to the patient and no medical intervention required."